Manufacturer narrative:
There have been no further issues with inaccuracy on this system. System is functioning as it should. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported that the surgeon successfully navigated the surgery using the synergy cranial software. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported a site alleged an inaccuracy occurring while in a lateral skull base procedure, when moving posterior in the anatomy. The specific measurement of the inaccuracy was not provided. Pointmerge registration was performed and included the tragus of the patient ears. It was noted that the sphere of accuracy was anterior. The surgeon opted to discontinue using the ent software and continue the procedure using cranial software. After performing a successful tracer registration, the surgeon continued and completed the procedure with the use of the navigation system. The surgeon was using it for a left infratemporal fossa area procedure. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative clarified that they registered with point merge and the green sphere of accuracy was in the sphenoid area which was not the area of concern. They switched to the cranial software where they could trace a better pattern of concern. The returned system archive contained no files. A new archive was requested, however the rep reported that it was no longer on the system. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a root cause was unable to be determined without further information since the behavior could not be replicated. The most likely cause was that there were not enough point merge points defined by the operator near the region of interest to encompass the area within the accuracy sphere.